Event description:
It was reported that there was rising/variable impedance and oversensing. At device replacement the lead tested fine. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that several conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic cut, and the outer insulation had a cosmetic depression. The analyst also noted that the lead appeared to have been implanted with a bend in it at the fracture site. The exact location of the fracture cannot be determined due to the lead being returned in many segments.

Event description:
It was reported that there was rising/variable impedance and oversensing. At device replacement the lead tested fine. It was further reported that the lead integrity alert triggered. The lead was oversensing and there was noise on the electrocardiogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.